Event description:
It was reported that during a follow up appointment, patient complained of stimulation. After 6 months of high capture threshold noted, it was decided to explant this right ventricular (rv). This lead was then successfully replaced. No additional patient effect were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found no anomalies. Laboratory analysis was unable to confirm the reported field allegation of high thresholds. . Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4) .

Event description:
It was reported that during a follow up appointment, patient complained of stimulation. After 6 months of high capture threshold noted, it was decided to explant this right ventricular (rv). This lead was then successfully replaced. No additional patient effect were reported